Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log identified that the device had presented a low battery alarm. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a flogard infusion pump experienced a low battery alarm. There was no patient involvement reported. Additional information was requested and is not available.